Event description:
Adverse event(s): "no patient impact" (no consequences or impact to patient). Product problem(s): "unit not responding" (device operates differently than expected). A customer reported the unit would not respond. It was reported the doctor's settings may have been erased. The event occurred during the setup process prior to the case. The system was rebooted and the case was completed as planned. There was a delay in surgery of about 5-10 minutes while troubleshooting. No pt impact reported.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the problems reported. The system was tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unk at this time. (B)(4).